Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that she had a high blood glucose level of 590 mg/dl. Customer also reported blood glucose levels of 523 mg/dl and 390 mg/dl. Customer used their insulin pump to treat the elevated blood glucose level. Customer reported not being able to previously bolus, thus resulting in the high blood glucose level. The infusion set is not expected to be returned.